Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be resubmitted as a follow up report.

Event description:
It was reported that the patient's ent doctor contacted med-el stating that the patient had a progressive rise in impedances over the past year, with some electrode channels having hi values. The patient has complained about the progressive deterioration in her sound quality. The patient was re-implanted in 2007, without med-el being informed of the surgery beforehand.